Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a registered nurse (rn), contacted physio-control to report that their device would not detect that a patient was connected during an event. The patient, a male between 80-90 years old and weighing between 80-90 pounds, was sitting in front of the nurses station at their facility when he collapsed. First responders began administering care through CPR within approximately one (1) minute of the patient collapsing. The patient was then connected to their device via a set of defibrillation electrodes. The device continually advised to "check electrodes" and the voice prompts would not advance. The patient did have a hairy chest, so responders removed the first set of electrodes, which removed most of the hair located in the area, and applied a new set. Even after the second set of defibrillation electrodes were applied, the device continually advised to "check electrodes." A backup AED device (also a lifepak cr plus) was available after an approximately 45 second delay. The second set of defibrillation electrodes were plugged in to the backup AED and the device provided a no shock advised decision. While medical personnel continued to use the backup AED and provide CPR, an als device (brand unknown) arrived on-scene. A third set of defibrillation electrodes was then connected to both the patient and the als device where they confirmed that the patient's heart rhythm (ECG) was asystole. After administering drugs to the patient, as well as additional rounds of CPR, the patient was declared deceased. The rn advised that the device use did not contribute to the patient's outcome because the patient was in very poor health in the days leading up to the event, as well as the day of the event. She did not believe he would have survived the event, regardless.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The electrodes used during the patient event were not provided to physio-control for examination. The cause of the reported issue could not be determined.